Event description:
The patient presented for surgery. Pre-op diagnostics indicated no anomalies and ok diagnostics. While the patient was in the or and after the generator was replaced, low lead impedance was seen. The surgeon noted that they could see cracks on the lead. The lead was then replaced following the low impedance. Diagnostics were noted to be ok following the lead replacement. A technician in the or noted that the surgeon accidentally cut the lead during the replacement surgery. The explanted lead has been received; however, product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Lead product analysis was completed. During the visual analysis of the returned 256mm portion it appeared the lead had been previously repaired with a bonding agent in two areas. After removal of the bonding agent slice marks were observed on the outer and both inner silicone tubes approximately 16mm from the end of the connector boot. The quadfilar coils appeared to be kinked and exposed, in this area. After removal of the bonding agent the outer and both inner silicone tubes appeared to be cut in half approximately 81mm from the end of the connector boot. The quadfilar coils appeared to be stretched and exposed with one cut coil strand. The coils were twisted together, when received. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The two sets of setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is evidence to suggest the exposed, stretched and twisted coils may have contributed to the low impedance. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has dried remnant of what appear to have once been body fluids inside the outer and inner silicone tubes, in some areas.